Event description:
Doctor indicated malfunction of the placement driver. When he tried to remove the driver from the implant after implantation the tip would not disengage. He removed it from the implant using other fixtures. Doctor states that there were no problems with the implant.

Manufacturer narrative:
One certain driver tip was returned for inspection. The device shows signs of wear consistent with use. The hex tip is in good condition, as is the o-ring. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: instsm rev d 02/16. Information identified: no-touchtm delivery of certain internal & external hex connection tapered implants: for the certain internal connection implant, pick up the implant from the surgical tray using the dedicated certain implant placement driver tip. Carry the implant to the mouth facing upward to prevent accidental dislodging. Due to wear, periodic o-ring replacement (irordr) is required for the certain internal connection driver tip. Certain internal connection driver tips should be inspected for wear before use. The customer's complaint alleges the driver tip would not disengage with the implant after implantation. The complaint was unconfirmed during inspection. Functional testing revealed that the device assembled with a mating implant, and disengaged without excessive effort. A probable root cause for the reported event could not be determined, as no deficiency was detected following inspection. Device available for evaluation change ¿no¿ to ¿yes¿. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.